Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that no sound at all seemed to be coming out of the device. It is unknow if the device was in use at time of event and no adverse event to patient or user was reported.

Event description:
The customer reported that no sound at all seemed to be coming out of the device. The device was not in use at time of event and no adverse event to patient or user was reported.